Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips damaged upon removal from package, inner cautery wire peeled from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood were observed. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. There were no other visual defects observed. Based on the return condition of the device the reported complaint was confirmed for "bent wire detached." Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips damaged upon removal from package, inner cautery wire peeled from jaws . A replacement device was used to complete the procedure. The hospital did not report any patient effects.